Event description:
The customer contact reported that during preventative maintenance testing the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During further testing at the user facility, the device fan was found to be broken. No add'l info was provided.

Manufacturer narrative:
The investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.